Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve and savaging system was cleaned and replaced to resolve the reported issue. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported a malfunction resulting in an over delivery of pressure in the patient circuit. There was no report of patient injury.